Event description:
The pt had been involved in an automobile accident in february 2005. Their leg wound was "deep and covered with dry eschar". Whirlpool treatments were started to assist with debridement. Their initial dressings were aquacel ag, gauze and kling. From april until may, the wound progressed very well. There were no signs of infection and the pt experienced no pain. Every time they came to the clinic for a dressing change, the whole dressing was soaked from the pt taking daily showers. Nurse decided to change the cover dressing to versiva. On 2nd day the pt was seen in clinic and the versiva removed. The periwound skin that had been covered with the dressing was covered with "red pimply rash". Versiva was discontinued. The rash got progressively worse and in about a week later a culture was done. It was positive for strep a on the skin only. The patient was started on cloxacillin and the whirlpool treatments were discontinued. The pt responded well and the skin infection is now resolved. A second culture at the beginning of june was negative. The wound itself "always did well" and is now "nearly completely healed".